Manufacturer narrative:
Unable to prime the insulin pump, compromised force sensor test and motor error during basic occlusion test due to faulty force sensor damage by moisture. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners the insulin pump was received with scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real -time insulin infusion pump which market in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. No further info provided.